Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): no anomalies were found. The proximal segment of the lead was returned and analyzed. Further testing revealed that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), outer insulation was breached cut and had a cosmetic depression, the lead was stretched, and there was apparent explant damage. (B)(4): no anomalies were found. The medial segment of the lead was returned and analyzed. Further testing revealed that all conductors had blood/body fluids (not obstructed), outer insulation had cosmetic environmental stress cracking, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the patient continued to have complaints of pocket pain and fever. Unresolved infection was also reported. The entire system was removed and a new system implanted. No further patient complications were reported as a result of this event.